Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1fczz, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was discharged home after their lead placement surgery; upon arrival for their ins implant surgery 7 days later, the patient was found to be severely weak, complaining about difficulty doing daily tasks and inability to walk. They were admitted to rehabilitation and progressed nicely, and eventually was discharged home in a positive state of health. The event was considered related to the implant procedure, anesthesia, and general debility of the patient's pre-procedure state. The event resolved without sequelae on (B)(6) 2017. No further complications were reported as a result of this event.